Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. A good faith effort was made to retrieve additional information regarding resolution and initial reporter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting cross chamber atrial oversensing. Technical services (ts) recommended defibrillation threshold (dft) testing and to evaluate lead position. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting cross chamber atrial oversensing. Technical services (ts) recommended defibrillation threshold (dft) testing and to evaluate lead position. This lead remains in service. No adverse patient effects were reported. Additional information was received that indicated that dft testing was not performed and the patient planned to follow-up with their health care professional (hcp) for resolution. This lead remains in service. No adverse patient effects were reported.